Event description:
It was reported that pump experienced a malfunction with a malfunction code displayed and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently. Technical support ultimately decided to send a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.